Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned driveline segment confirmed damage that would have contributed to the driveline fault alarms observed in the submitted log files. Electrical continuity testing of the driveline in the condition that it was returned revealed no issues. The driveline was disassembled and shield breakdown was observed approximately 11¿ from the connector. Each wire was then subjected to slight mechanical tensioning. The yellow wire deformed approximately 11¿ from the connector, confirming fracture of the inner conductors. The insulation remained intact, and no other wires deformed due to tensioning. The driveline underwent high-potential testing to verify the integrity of each wire's insulation. The driveline passed without issue. The damage to the underlying conductors of the yellow wire would have resulted in the persistent driveline fault alarms that were confirmed via the submitted log files. Although the damage appeared to be the result of repetitive flexing, a specific cause could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook (rev. C) is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Device history record 103004, specifically regarding the driveline, was also reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic and was found to have a driveline (dl) fault alarm. Permanent silence was cleared but the alarm returned in a few minutes. A log file review was requested. The log file captured dl fault events on (B)(6) 2021. These continue to occur throughout the remainder of the log file. Technical services asked to exchange the patient¿s controller when it is safe to do so as per the IFU. With the new controller attached perform 25 power cable disconnects with either the black or white controller power lead. It was reported that the driveline fault returned after the controller exchange and power cable disconnects. The log file from the new controller also shows phase a causing the dl fault alarm. It appeared a conductor in phase a may be fractured. A percutaneous lead repair was performed on 14jan2021. The removed section of percutaneous lead was returned for evaluation.